Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to the device not inflating properly with his inflatable penile prosthesis (ipp). No additional patient complication were reported in relation to this surgery. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted.